Event description:
The following was reported to the hamilton medical ag: original complaint: during the preoperational tests the proximal flowsensor calibration fails as well in user mode as in service software.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause could not be established. Hamilton medical ag tried serval times to receive more information about the event without success. The technician on site was advised to perform a standard troubleshooting procedure to check the consumables of the ventilator and re-calibrate of the system. This was successful. No defective parts identfied. All tests were passed and the device is back in use.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag about one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. The root cause could not be determined but two components, the mainboard and the inspiratory valve, were replaced. There was no patient or user harm reported.

Event description:
The following was reported to the hamilton medical ag: original complaint: during the preoperational tests the proximal flowsensor calibration fails as well in user mode as in service software.

Event description:
The following was reported to the hamilton medical ag: original complaint: during the preoperational tests the proximal flowsensor calibration fails as well in user mode as in service software.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient involvement. Investigation ongoing.